Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. According to the patient¿s spouse, on (B)(6) 2025, the patient experienced cramping, foam in the mouth (it was understood the patient experienced a seizure), and face swelling. The patient was treated by their spouse with baqsimi (glucagon). The emergency doctor was called by the patient¿s spouse, and the patient was brought to the hospital. When a fingerstick was taken at the hospital the cgm reading was 325 mg/dl, and the blood glucose reading was 84 mg/dl. The patient was given further treatment with intravenous fluids. No further treatment was reported to be needed, and the patient was discharged the day after the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.